Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that three months prior to the call, the customer experienced elevated blood glucose (bg) levels when visiting a higher elevation location (B)(6). Bg levels were reported to have been in the 300s range (mg/dl). The customer delivered correction boluses to address bg level. Upon returning home, the customer changed out all supplies and did not experience further issues. At the time of the call, the customer was again visiting (B)(6) and was experiencing elevated bg levels of 280 mg/dl. The customer took a correction bolus via the pump. The customer stated that they felt that the pump was operating as intended and that elevated bg levels may have been due to the insulin.